Event description:
Per the clinic, the patient experienced a decrease in electrode function with device use. The device was explanted on (B)(6), 2014, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed july 25,2014.